Event description:
The customer reported that the system experienced multiple errors and experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The p3 connectors from the battery were also evaluated and reseated. The system was tested and found to be working as intended and returned to service.